Event description:
The customer reported that the device displays low battery even though it has been charged for 24 hours. A review of the device log during testing showed the n56 (replace battery) and n252 (depleted battery) messages. The device gave a replace battery alarm upon power up during the self-test. The change battery soft key was pressed and the device was charged for 8 hours. The device passed the self-test and completed run-in and also displayed 2 bars in the battery icon after run-in. The battery was replaced. The complaint was confirmed and the probable cause for the n252 and n56 was a defective battery due to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.